Event description:
On (B)(6) 2014, the reporter contacted lifescan USA alleging that the subject meter (one touch verio iq) read inaccurately erratic. The reporter claimed obtaining the following blood glucose readings on the subject meter, all obtained within 20 minutes of each other: "147 and 91mg/dl", "107 and 170mg/dl" and "110 and 85mg/dl". Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. These complaints are being reported because the reported issues were not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (03/24/2015).the patient¿s meter has been returned on 2/20/2015 and evaluated by lifescan product analysis on 3/11/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.